Event description:
A female patient presented with stemi after an out-of-hospital cardiac arrest with return of spontaneous circulation (rosc). Coronary angiography demonstrated an occluded lad, and pci/des was performed with timi 3 flow. The patient subsequently developed recurrent cardiac arrest, and an impella device was implanted for mechanical circulatory support. After ramping to p9, rosc was achieved. Pci/des was then performed on a 99% rca lesion, resulting in timi 3 flow. During transfer from the procedure table to the ICU, the patient developed a left femoral hematoma at the impella access site. In the catheterization laboratory, the peel-away sheath was exchanged for a repositioning sheath. Manual pressure was applied, and a femostop device was placed. Distal pulses were present, and femoral angiography demonstrated distal runoff. Shortly after manual pressure was initiated, the automated impella controller generated a ¿pump in aorta¿ alarm. Device malposition was confirmed on the aic. Using bedside ultrasound, cardiology repositioned the device across the aortic valve with restoration of expected flow. At approximately 06:00 on (B)(6) 2025, an increase in motor current, elevation of the placement signal to approximately 70 mmhg, and a reduction in flow from 3.5 l/min to 2 l/min were observed without changes in p-level or purge parameters. The findings were consistent with suspected thrombus ingestion. Device support was reduced to p3, and dobutamine therapy was restarted with plans for device removal. The patient later developed worsening acidosis and escalating vasopressor requirements, and veno-arterial ECMO was initiated. A right femoral hematoma subsequently occurred at the ECMO reperfusion cannula insertion site. No additional impella-related events were reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.